Event description:
Customer reported receiving a sensor error alert on the insulin pump. Customer stated that he got a change sensor alert and he has had readings as low as 40 mg/dl and as high as 400 mg/dl. Test plug procedure was conducted and passed. Customer's blood glucose reading at the time of the call was 151 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.